Event description:
The customer reported that the IV set leaked at the upper fitment and tubing engagement this was noticed within a few minutes of starting the cytarabine 4,300 mg infusion. There was no patient harm or medical intervention. No additional patient or event details were provided by the customer.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.